Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: based on the received information, the pvl was due to calcification on native mitral annulus (related to patient condition). (B)(4).

Event description:
Medtronic received information that during the implant of this 29mm bioprosthetic mitral valve and after the valve was sutured into place, an echocardiogram showed severe paravalvular leak (pvl). The physician noted that the pvl was caused by calcification of the mitral annulus. The physician explanted the device, reconstructed the mitral annulus, and successfully implanted a new bioprosthetic mitral valve of the same size and model. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.